Manufacturer narrative:
Additional device procode: hrs. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a cortex screws sitting through the guide block for a variable angle 2.4 locking compression plate (lcp) distal radius plate. A cortical screw head did not fit to the guide block. Another exact same screw was pulled out and it did fit through the guide block. There was a surgical delay of approximately thirty seconds as the scrub tech located the same screw that fit through the guide block. The procedure was completed successfully. Patient status was excellent. Concomitant device: guide block (part unknown, lot unknown, quantity 1)  2.4 variable angle 2.4 locking compression plate distal radius plate (part unknown, lot unknown, quantity 1).  This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Attached concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.